Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 134 mg/dl at the time of the call. Customer states they are unable to exit the "preparing to prime" loop. The customer was not able to finish troubleshooting because the call was disconnected.